Event description:
It was reported dye not for intrathecal use was used. There was no product issue but the incorrect dye was used. The hcp removed ap proximately 40-60cc¿s intrathecal fluid / flushed injected approximately 40cc¿s antibiotic fluid and removed approximately 40cc¿s 2 times. The hcp also placed the patient in ICU after surgery for close observation. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. Additional information later reported the pump was replaced due to normal eol and there were no device issues. The hcp was using dye to verify tip placement and the wrong dye was given to him and the hcp did not notice until after he used it. There was no adverse effect to the patient and no harm was done to the catheter.

Manufacturer narrative:
Product ID 8709, lot# l58354, implanted: 1999 (B)(6); product type catheter. (B)(4).